Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a heparin infusion, a leak was found at the y-port due to the "rubber stopper" being open presumed to mean the piston in the smart site. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the y-port smartsite due to the piston remaining open was not confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities with the tubing. Functional and pressure testing resulted in no leaking. The cause of the reported failure was not identified.